Manufacturer narrative:
Qc is run every 24 hours and was within customer's specifications prior to and after the event. The sample was collected in a bd, plastic, lithium heparin tube without gel separators and centrifuged at 4,100 rcf for 3 minutes at ambient temperature. A field engineer (fse) was dispatched to the customer's lab: the fse performed a preventive maintenance (pm) to the instrument. The fse replaced substrate probe and cracked pipettor tubing. The fse ran diagnostic and accu tni precision testing; all results passed within specifications. Based on available information, beckman coulter continues to work with customer in regards to pre-analytical variables. Although the fse addressed hardware issues and pre-analytical factors may have contributed to this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the access 2 instrument. A patient sample was tested for accu tni and a result of 0.59ng/ml was obtained. The accu tni result was reported out of the lab. On the same day, the customer re-tested the original sample for accu tni and obtained lower result. The repeated result was "0ng/ml." The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.